Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.1 cm to 8.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing episodes of mode switch. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.